Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not make the cuts. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome on february 26, 2018 revealed that the calibration and motor speed were both within specifications. The only visual damage was to the reciprocating arm. The repair technician could not reproduce the customer¿s complaint. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the only issue found was that there was visual damage to the reciprocating arm. The device functioned as intended and the technician could not reproduce the reported event. The root cause of the device not making the cuts cannot be specifically determined with the provided information since the device functioned as intended during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.